Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. No cosmetic damage was noted.